Event description:
Same case as MDR ID: 2134265-2015-00231. (B)(4) clinical study. It was reported that stent thrombosis (st) occurred. In (B)(6) 2012, two 2.50mm ion stents were implanted in the distal right coronary artery (rca). In (B)(6) 2012, the patient was presented due to unstable angina which was diagnosed as myocardial infarction (mi). Patient's coronary angiography revealed stent thrombosis of the previously placed two ion stents in distal rca and proximal edge intimal disruption at the area of previously deployed ion stent in the distal rca was noted. Subsequently, index procedure was performed. The long, in-stent restenotic target lesion of an unspecified stent was located in proximal to mid rca with 100% stenosis and was 16 mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 38.00 mm promus element ¿ plus stent, resulting in 0% residual stenosis. In addition, the stent thrombosis at the overlapping site of the previously placed ion stents located in distal rca was treated with a 2.5 x 20.00 mm apex balloon catheter, which resulted to timi 3 flow. Two days post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).